Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator had a battery failure. There was no patient connected to the device at the time of the event occurred.

Manufacturer narrative:
Report date: 9/21/2018. International UDI#: (B)(4). Date received by manufacturer: 3/22/2018. The field service engineer (fse) inspected the device and verified the reported condition. The fse replaced the battery to resolve the issue. The ventilator passed all testing and operated within the manufacturing specifications. Problem statement: it was reported that the ventilator had a battery failure. Device evaluation: the field service engineer (fse) inspected the device and verified the reported condition. Patient/user involvement: there was no patient connected to the device at the time of the event occurred. Resolution and disposition: the fse replaced the battery to resolve the issue. The ventilator passed all tests and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.